Event description:
A csf leak wa snoticed from the icp catheter port of the deivce after the licox im3.st being in place 7 days. The leak was apparent where the blue luer lock secured the nl950-sd. Since the system was scheduled for disconnect that day, no further medical intervention was performed.